Event description:
Per the clinic, the patient experienced no benefit leading to device non-use. Subsequently, the device was explanted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on march 23, 2023.